Event description:
Report received from the USA requesting a repair. The device was used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and during functional testing and visual inspection the outer hose near the motor end of the assembly was found to have a cut/puncture and the motor has an internal rub. Evidence suggests this was due to usage and wear over time. If additional information is received, a supplemental report will be sent.